Event description:
This report is being filed after the subsequent review of the following literature article, makki, d. Et al (2010). Osteosynthesis of displaced intra-articular fractures of the calcaneum. A long-term review of 47 cases. J bone joint surg (br), 92-b, 693-700. The authors conducted a retrospective review of 47 intra-articular fractures of the calcaneum treated by open reduction internal fixation by a lateral approach and the use of the ao (arbeitsgemeinschaft für osteosynthesefragen) synthes calcaneal plate. Forty five patients, 34 men and 11 women, were treated by a single surgeon between 1993 and 2001. The mean patient age was 56.4 years at the time of follow-up (mean ten years, range seven to 15). The fractures were evaluated before operation by plain radiographs and a computerized tomography (CT) scan. Clinical assessment and radiographic evaluation were conducted. Results included: a (B)(6) year old female who sustained a wound infection which required a free skin flap and wound debridement; a (B)(6) year old male who experienced impingement of metal on the tendon of the flexor halluces leading to stiffness of the ipsilateral great toe and removal of metal work; a (B)(6) year old male who sustained a (B)(6) wound infection which responded well to oral antibiotics and wound debridement; a (B)(6) year old male who underwent subtalar fusion four years following surgery due to continuing pain; a (B)(6) year old male who experienced prominent screws and underwent removal of screw; a 40 year old male who underwent subtalar fusion two years following surgery due to continuing pain; a (B)(6) year old male who experienced stiffness in the lateral aspect of the heel and underwent removal of metal work; a (B)(6) year old male who underwent subtalar fusion seven years following surgery due to continuing pain; a (B)(6) year old female who developed wound infection and underwent wound debridement; a (b)(46 year old male who experienced stiffness in the lateral aspect of the heel and underwent removal of metal work; a (b)(46 year old male who developed wound infection and underwent unspecified treatment; a (B)(6) year old male who experienced stiffness in the lateral aspect of the heel and underwent removal of metal work; a (B)(6) year old male who underwent subtalar fusion three years following surgery due to continuing pain; a (B)(6) year old female who developed displaced tuberosity; and a (B)(6) year old female who underwent subtalar fusion after the final period of review due to continuing pain. In addition, nine patients reported hypersensitivity around the scar associated with discomfort on wearing a shoe; eight experienced heel pad pain; five belonged to the poor result group; one patient each fractured: the tibial plateau, the ankle and the ipsilateral distal tibia. A copy of the literature article is being submitted to this medwatch. This is report 15 of 16 for (B)(4). This report is for an unknown calcaneal plate and refers to a (B)(6) year old female who underwent subtalar fusion after the final period of review due to continuing pain.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Makki, d. Et al (2010). Osteosynthesis of displaced intra-articular fractures of the calcaneum. A long-term review of 47 cases. J bone joint surg (br), 92-b, 693-700. This report is for an unknown calcaneal plate/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.